Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced elevated blood glucose (bg) of 28-29.8 mmol/l. Bg was addressed with a correction manual injection. The suspected cause for the elevated bg was unknown.